Event description:
The customer reported, through a medwatch report, that the mouse cursor in the central monitoring computer on the telemetry unit allegedly froze for approximately 45 minutes. No adverse events reported.